Event description:
Additional information received indicated the post-sensed t-wave oversensing (pstwos) resulted in delivery of inappropriate shocks. The patient was hospitalized and the device was reprogrammed to avoid any further inappropriate therapy. Lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated further episodes of post-sensed t-wave oversensing and low sensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted, and the device was again reprogrammed. No further intervention is intended at this time. The patient was stable and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, post sensed t-wave oversensing and r-wave amplitude variation was noted on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was in stable condition.